Event description:
Caller reported a false negative urine hcg result with consult diagnostics hcg dipstick test. Pt tested negative on the consult kit using an afternoon urine sample. Pt then self tested on an otc urine hcg test and resulted positive. Pt came back to clinic and tested negative again with an afternoon urine. A blood draw was then obtained and results were as follows: beta qualitative test (test type/name not provided) was positive (actual value not provided). The diagnosis is "pregnant" based on the blood test.

Manufacturer narrative:
Lot number (s): hcg1080044; expiration date(s): 07/2013. Control lot: 25miu/ml hcg urine control lot: hcg111009-02; 100miu/ml hcg urine control lot: hcg110307-01; 241.0iu/ml hcg urine control lot: hcg111020-01. Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. (N=5). Correct positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine control. (N=5). Clearly positive results were observed at 3 minute read time when tested with 241.0iu/ml hcg urine control. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observed failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.